Event description:
It was reported that the ventilator's printed circuit board expiratory channel connector was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The spilled saline on the device and pre-use check failure were reported. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the saline spilled on the unit. During on-site visit the flow transducer test failed. Moreover, the device did not recognize the expiratory cassette (new part did not solve the problem). Further inspection revealed that printed circuit board expiratory channel connector was corroded. The pcb was replaced and the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The issue was decided to be reported based on available information as liquid spillage onto the ventilator may lead to liquid ingress into the ventilator and cause short circuiting which may affect the essential functions of the ventilator. It has remained unknown when or under which circumstances the saline spilled onto device. Based on the above information, it has been concluded that the operational context influence the occurrence of the liquid on device.